Event description:
It was reported by service report that the bed scale was inaccurate and the lift motors were drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells.